Event description:
It was reported to a ventec ventilation product support specialist that the ventilator seemed to "stop blowing" while on a patient. The parents took the patient off of the vent and powered the device off and back on. There were no reports of patient harm associated with the reported issue. No further details were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec received additional information regarding the patient. Section a has been updated, accordingly. Additionally, the initial reporter advised that there was no patient harm as a result of the reported issue. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.